Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported failed synchronization between camera and pc. There was no patient involved in the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the I/o hub of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.